Manufacturer narrative:
The customer contacted siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site to collect instrument files. Quality controls (qcs) were within acceptable ranges on the day of the event. There were no errors associated with the initial or repeat results of the initial sample and there was no indication of an instrument or reagent malfunction. Siemens determined that the customer is centrifuging samples outside of the tube manufacturer's recommendations, which could lead to preanalytical issues. Siemens suspects a potential sample mix-up or mislabeling issue; when the initial sample was processed on an alternate dimension instrument, the result repeated similarly elevated. Preanalytical or sample mislabeling issues potentially contributed to the elevated human chorionic gonadotropin (lhcg) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An elevated human chorionic gonadotropin (lhcg) result was obtained on a patient sample on a dimension exl 200 instrument. The elevated result was reported to the physician(s). Based on the ultrasound showing no heartbeat and the elevated lhcg result that was obtained on the initial sample, the patient was diagnosed with an ectopic pregnancy. The patient was subsequently administered with methotrexate. The patient was redrawn 3 hours later (on (B)(6) 2019) for an unrelated matter. On (B)(6) 2019, a new sample was obtained from the patient and the new sample was processed on a non-siemens' instrument. The result obtained on the third sample was lower than the elevated result and was reported to the physician(s), who then questioned the elevated result. The physician(s) determined that the patient was not pregnant but considered the result of 4,875 miu/ml to be correct. The initial sample was repeated on an alternate dimension instrument on (B)(6) 2019 for troubleshooting purposes, and the result recovered comparably to the initial result. The second sample was also processed on the initial instrument and recovered with a lhcg result of <1.2 miu/ml. There are no known reports of adverse health consequences due to the elevated lhcg result.